Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user is testing with expired test strips, the strips vial opened over one year, beyond of recommended per user guide instructions.

Event description:
Mary ( wife) calling concern with the results giving high blood results. Customer's wife states that husband feels well and requires no medical attention. The customer's expected blood result is 140mg/dl-280mg/dl fasting. Verified the strips expire 9/30/2018. Strips have been open up for over a year now. Reviewed meter memory: (B)(6). Customer is concern with the result that was taken on (B)(6) 2016 at 10:00am, 251mg/dl. Customer states that he was at the dr. Office today and run a blood test and got 189mg/dl and then run a blood test with the trueresults and got 250mg/dl.customer states that per dr. The normal glucose should be 100mg/dl. Customer have been getting 140mg/dl-280mg/dl (not fasting). Customer did not go to the dr. Because of his diabetes, but because of routine checkup. Customer has not been testing for a while. Customer just recently started to test again because his a1c was over 7.0. Customer was able to run a back to back blood test with a new vial of strips lot ( ps2489) and got 179/227mg/dl.